Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions ¿ juvéderm volbella® xc injectable gel is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use ¿ if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm volbella® xc, the syringe ¿exploded¿, and the product spilled on the patient. Healthcare professional confirmed ¿exploded¿ meant the needle came off. Patient contact was made. There was no injury to the patient, staff, or injector. The packaged needle was used for the injection.

Manufacturer narrative:
Device analysis: "empty syringe of 1.0 ml received without cap, no needle in an opened volbella xc tray. No defect observed to syringe."

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm volbella® xc, the syringe ¿exploded¿, and the product spilled on the patient. Healthcare professional confirmed ¿exploded¿ meant the needle came off. Patient contact was made. There was no injury to the patient, staff, or injector. The packaged needle was used for the injection.